Manufacturer narrative:
Immucor technical support used a remote electronic connection method to connect to the testing instrument on (B)(6) 2016. The expected positive test wells which yielded unexpectedly negative instrument outputs, were visually unexpectedly negative.

Event description:
On 25apr2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on both a galileo echo and a galileo neo instrument, when tested on (B)(6) 2016.